Event description:
Event #1: the tandem system used for the parenthesis malfunctioned. After the first liner filled with fluid, it did not go into the tandem tubing. Instead, it went into the red tubing and into the tubing to the wall. We checked all connections and valves to ensure it was set up properly and that all valves were open. The fluid ended up flowing into the outer canisters, outside of the liners. Event#2: octopus suction system failed again. Fluid backed up into the red tubing on the tandem system and into the wall suction mechanism.